Manufacturer narrative:
Synchromed ii - (B)(4) ascenda - (B)(4).

Event description:
A patient reported they got an extreme shocking feeling of increased stimulation that went all through their body. It started in their lower back right side. The implantable neurostimulator (ins) was on the left side. They were sitting in their recliner with a heating pad when the shock occurred. They stated that the sensations ran all through them. The patient turned the ins off and the feeling started to get worse. They are still having burning and tingling in the butt cheek and vaginal area and to the back of their thighs. They said it is not a good feeling. It happened so fast the patient said they leaped out. At the time of the report, it had gone away somewhat. The patient will follow up with their healthcare provider. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.